Event description:
The following was reported to boston scientific (bsc) in 2006: "when physician inspected the coil and measured it, it measured larger than the label stated. [See MFR report #6000078-2006-00563]. Used a second [device in question]--which did not measure out correctly either, but he used it anyway and it worked fine." Additional information was received on 11/8/2006: customer initially looked at the coil and commented that the diameter of the coil seems bigger than 2mm. Customer "extended the coil out of its protective sheath" and used a measuring ruler to measure the diameter of the coil. Customer stated that the diameter of the coil "was larger," but did not comment on the exact measurement measured. [See MFR report #6000078-2006-00563] no patient complications were reported.

Manufacturer narrative:
The device in question will not be returned to the manufacturer for further investigation as it was implanted into the patient. An investigation on the lot history review of the device in question is currently in progress. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information becomes available, a supplemental report will follow.